Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that there was a hospitalization due to high blood glucose after the insulin pump screen had gone blank. The customer woke up for work and had a high blood glucose reading of 450 mg/dl. The insulin pump had not alerted for low battery prior to off no power. The battery was not previously used and the insulin pump was not dropped or bumped. There were no unattended alarms. The battery cap was not loose, cracked or damaged. The customer was not wearing the insulin pump at the time of the hospitalization and had taken it off that morning when it was not working. The customer declined troubleshooting for high blood glucose.